Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the edges around the hex area of the interior of the screw are damaged. It looks like abrasion marks were produced with the matting part. Possible failure could be caused by excessive force or improper placement of the device. Also, a discoloration mark was observed between the threads. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-9560-24-2 baseplate and an ar-9561-35s central screw had an issue. During a reverse total shoulder procedure on (B)(6) 2023, when the surgeon was inserting the baseplate with the screw inside the patient, the screw broke off the baseplate into the glenoid. Both devices were removed from the patient, and all fragments were retrieved. Another baseplate ar-9560-24-4 with lot number 15030027 and another screw ar-9561-30s with lot # 14977751 was used to complete the procedure successfully with no impact to the patient. Both devices are available for return.